Event description:
It was reported the patient received the following results within 15 minutes: 270 mg/dl (guidelink) and 130 mg/dl (guide). On a different day the patient received the following results within 15 minutes: 280 mg/dl (guidlelink) and 120 mg/dl (guide). On a different day the patient received the following results within 15 minutes: 300 mg/dl (guidelink), 90 mg/dl (guide), and 80 mg/dl (guide). All of the sets of comparison readings were taken on different days, but the same vial of test strips were used for each result.

Manufacturer narrative:
H3 other text : product was discarded.